Event description:
Note: this is the fourth of four product malfunctions related to this incident ( refer to manufacturer's numbers 3005099803-2008-00486, 3005099803-2008-00487 and 3005099803-2008-00488). A teflon guide wire was used in conjunction with a ureteroscope [exact product unk] for a therapeutic ureteroscopy. During the procedure, the physician had difficulty removing the guide wire from the scope and upon withdrawal, outside of the pt, the guide wire unraveled. The exact date of the procedure is unk. The procedure was completed with another device, and there were no complications reported with this event.

Manufacturer narrative:
This device is not expected to be returned as it has been disposed, therefore, we are unable to determine the relationship between this device and the reported event.